Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 1/27/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, the following was obtained: lot number? Unk. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. H3 investigational summary: the product was returned to ethicon for evaluation. An empty folder package and needle suture in two sections stuck with a tape were received for analysis. The product code j548 is double armed. After investigation of the sample, the closure channel area was not as expected; since the hit die was at the swage area in the needles, causing the needle to be several cracked due to an incorrect swage. This condition caused that the needle appears to be bent. Based on the information currently available, an incorrect swage and crack barred issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported from the analysis of the returned product that cracked barrel/channel was observed. It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During an unknown surgery, the needle was unusually bent before use. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.